Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated sensing integrity counter (sic), high rate non-sustained episodes, non-sustained ventricular tachycardia episodes, oversensing and noise. As well, the lead had high thresholds, diminished sensing, out of range impedance, and no capture. It was determined the lead was fractured. The lead was initially reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.